Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim it was reported that about november of last year they were having a bladder problem and had a bladder infection. The patient confirmed the bladder problem was related to the ins, but they did not explain how. The patient mentioned that they were "real sick" and could not get anyone to help them. The patient needed to get an MRI, but nobody would do it. Agent reviewed MRI compatibility/eligibility. The patient mentioned that they had a cat scan about 2-3 weeks ago and had no trouble with that. The patient was redirected to their hcp to further address the issue. . The agent offered to email physician listings, but the patient mentioned that they spoke with patient services yesterday and are expecting to receive the listings in the mail.